Event description:
When replacing extra kirschner wires back into the packaging tube, the pt closed the tube and the tube collapsed allowing the wires to penetrate the plastic tube and puncture the pt's hand.